Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders perforated the dorsal during intercourse. Both cylinders were out of the corpora and sitting superior to the penis of the patient. The patient experienced discomfort and was unable to use the device. The physician removed the malpositioned ipp and implanted a new one. The reservoir was not replaced but was drained and refilled. There were no further patient complications.